Manufacturer narrative:
The customer reported that the bedside monitor (bsm) display went black while in use on a patient, leaving only a small viewing box on the display. The customer then removed the battery and the ac power cord, then re-connected them. The device worked normally when powered back on. No harm was reported.

Event description:
The customer reported that the bedside monitor (bsm) display went black while in use on a patient, leaving only a small viewing box on the display.

Event description:
The customer reported that the bedside monitor (bsm) display went black while in use on a patient, leaving only a small viewing box on the display.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at st. Joseph health reported the bsm-6700a (mu-671ra sn: (B)(6) ) "display went black while on patient except for a little box on display". Customer pulled the batteries and power cord to turn the unit off. Once re-connected, and turned on, the device worked normally. Service requested: troubleshooting/assistance. Service performed: in response to a follow up, customer reported issue was resolved. During extended testing of the monitor, the reported problem was unable to be reproduced. Investigation result per nkc DHR (attached), the unit (mu-671ra sn: (B)(6) ) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The bsm warranty began 06/16/11. The reported issue occurred after approximately 7 years at customer facility. Review of device sap history found previously reported issue: 300049955 reported (B)(6) 2016 in which unit was reported to have a broken display. The inverter board was replaced to resolve the issue. Customer was unable to reproduce the reported issue upon extended testing. Further information, including conditions at the facility and customer's maintenance history for the unit, is not available. From the information available, the root cause could not be determined. Unit has no further reported issues. Investigation conclusion: customer was unable to reproduce the reported issue upon extended testing. Further information, including conditions at the facility and customer's maintenance history for the unit, is not available. From the information available, the root cause could not be determined.